Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump vibrated and turned off. The customer¿s blood glucose was 116 mg/dl. Troubleshooting was performed. The customer was also reported that the battery cap contacts and compartment were not damaged, missing or corroded. Insulin pump exposed to moisture during shower. The customer was advised to discontinue use of insulin pump and to revert to the backup plan until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronics assembly. Motor and force sensor was also corroded. Unable to perform displacement test, sleep current measurement test, active current measurement test and self test due to blank display.